Event description:
Approximately 8 hours post-op, patient's nurse noticed that the patient's bedding and clothing were wet from leaking ambu pump. Unfortunately, the nurse did not keep the pump, so I am unable to report the lot number or any more specific information. Ambu pump 600ml (B)(6) 2017.